Manufacturer narrative:
There can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with svd. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 10 years and 7 days, is being evaluated for a valve-in-valve procedure due to thickened leaflets with reduce mobility, severe stenosis, and mild regurgitation. Patient presented with acute decompensated heart failure. A tavr procedure was planned with a 23mm or 26mm 9750tfx and was canceled on (B)(6) 2021 due to clots.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 10 years, is being evaluated for a valve-in-valve procedure due to thickened leaflets with reduce mobility, severe stenosis, and mild regurgitation. Patient presented with acute decompensated congestive heart failure. A tavr procedure was planned with a 23mm or 26mm 9750tfx and was canceled due to a left atrial appendage thrombus. There were no clots on the av. The patient was placed on anticoagulant medication and discharged with a plan to follow up and repeat the tee. The tavr procedure will be planned based on the tee findings.

Manufacturer narrative:
Updated section: b5 and b6.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 10 years and 4 months underwent a valve-in-valve procedure due to thickened leaflets with reduce mobility, severe stenosis, and mild regurgitation. Patient presented with acute decompensated congestive heart failure. The procedure was performed with a 23mm 9750tfx transcatheter valve.